Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 70% stenosed, 15mm in length, 3.0mm in diameter target lesion was located in a mildly tortuous and moderately calcified proximal right coronary artery (rca). After a non-bsc guide catheter was placed, a 3.00x20mm promus element plus drug-eluting stent was advanced and deployed in the lesion. However, it was noted that the stent was deformed from its proximal end after it was hit with a non-bsc guide catheter. Another stent was used to open up the deformed stent and the procedure was completed. No patient complications were reported and the patient's status was stable.